Event description:
A (B)(6) female coded requiring defibrillation and pacing using zoll monitor pads. When pads were removed (approx 24 hours after application) two 3rd degree burns were noted on skin under chest pad. Lot number and expiration date are unavailable as the packaging was discarded when the pads were applied to the pt. Pads were on pt from 1500 (B)(6) 2015 to 1330 (B)(6) 2015. Burns were noted when pads were removed. Transcutaneous pacing was done, capture noted at 108ma. Diagnosis for use: acls and pacing. Event abated after use: yes.